Manufacturer narrative:
The explanted device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to erosion of the pocket. Samples were taken, but the results were not provided. The electrode was left in position and surgically abandoned. A new device will be implanted after the skin and pocket are cleared. No additional adverse patient effects were reported.